Event description:
It was reported that the device had logged an event code. There was no patient use associated with the reported failure. Upon further evaluation by physio-control, it was observed that the device would not deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control removed the main pcb assembly for further evaluation and determined that the cause of the reported failure was due to defective solder joints on an integrated circuit chip, designator u16. The main pcb assembly will be replaced and the device will be returned to the customer for use.